Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while the astral device was in standby mode and not delivering therapy, it displayed a red screen and stopped ventilation. This resulted in an unexpected restart and power failure alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the single occurrence of an abnormal restart alarm accompanied by a total power failure alarm. Performance testing was unable to reproduce the device failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported alarms were most likely due to a transient software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).